Event description:
It was reported that this lead was explanted and replaced due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted and replaced due to a bent presented. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, x-ray imaging was performed. Helix appeared normal not bent, with bird's nesting observed at the terminal end. The reported bent of the lead is the lead damage observed by the laboratory. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits.

Event description:
It was reported that this lead was explanted and replaced due to a bent presented. No additional information is available at the moment. No additional adverse patient effects were reported. The device has been returned and analyzed.